Event description:
Hcp reported open incision behind right ear in 2005 with light growth of staphylococcus aureus. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent if add'l info is received.